Event description:
Bilateral ruptured implants. A 55 year old white female g2p2 status post bilateral subglandular periareolar surgitek gels (questionable size/type, no records) on 3/4/86 for augmentation with left "donut pex". She underwent several closed capsulotomies and developed immediate encapsulation in the first year post operatively. She denies decreased size, change in shape/texture but tries not to examine breasts. She reports left trauma in a fall last year. She has minimal local pain, arthralgias, (positive for morning stiffness) myalgias, dysesthesias, fatigue, visual changes, dizziness/vertigo, memory loss, choking sensation with nonproductive cough, weight gain, gastrointestinal/genitourinary disturbances, and easy bruising.